Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 1 month. The report of low flow alarms was confirmed via the submitted log file which showed a period of low flow hazard alarms on (B)(6) 2015 from 1608 to 1808. The flow ranged from about 2.3-2.4 lpm. The backup battery was not enabled at any point in the log file and no notable pump speed reductions were captured. A specific cause for the low flow alarms and a direct correlation between the device and the patient outcome could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was found expired at home alone when their spouse arrived home from work. It was reported that the patient had a history of alcohol abuse and a history of falling related to the alcohol abuse. It was reported that an audible and visual low flow alarm occurred. The vad coordinator reported that there were conflicting home reports from the family due to fear/confusion and stated that the low flow alarms were most likely due to the patient having died due to another (unspecified) event. System controller log files were submitted to be reviewed by the manufacturer's technical services representative with a request to determine if there were any pump stoppages and/or to confirm if the backup battery was in use. Log file review showed a sustained period of low flow alarms on (B)(6) 2015. The log file had not captured any pump stop events or engaging of the backup battery at any time. It was reported that there was no exact cause of death provided and an autopsy would not be performed. The patient's device was reported to be functioning as intended. No additional information was available.